Manufacturer narrative:
H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h.10

Event description:
It was reported that during use with bd nexiva¿ closed IV catheter - dual port w bd¿ q-syte needle-free connector leakage occurred when the solution was connected. Patient had new device inserted. The following information was provided by the initial reporter: when starting a new IV on a laboring patient, the solution was leaking from the top of the device once the solution was connected.